Event description:
Patient reported left side "hardening of the breast, experiencing hard knots or lumps surrounding the implant, irritation/inflammation, raynaud¿s phenomenon and moderate breast pain" confirmed via mammogram. The devices has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, inflammation/irritation, pain, raynaud's phenomenon, visibility/palpability.